Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hs iii proximal seal failed to load properly. The seal remained inside the loader when the delivery device was pulled. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product will not be returned, as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).